Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity did show that the user had pads connected to the device; however they were in a ECG lead view that was in a lead fault condition. Which means they would only see a dotted line. There is some troubleshooting by the user and the device is charged to 30j while shorted, but the test is not completed. No accessories were returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "defib pad short" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.